Manufacturer narrative:
Approximate age of device ¿ 8 months, 16 days (calculated from the day the patient was issued the device to the event date). Manufacturers investigation conclusion: the reported event, of loss of external power events occurring, was confirmed in the submitted log file. The customer submitted a heartmate ii system controller log file for review. No product was returned for evaluation. The log file contained approximately 32 days of patient event data. There was multiple (approximately 30) instances of mpu power being lost and the system operating on the controller¿s backup battery for several minutes. Corresponding loss of external power events occurred during these periods. There were no loss of pump power, speed or flow during these periods. The customer reported that the patient had been disconnecting the mpu and operating on the backup battery momentarily in the past. The customer reported that the patient denied being non-compliant. Loss of ac power to the mpu would also result in the loss of external power events. The customer reported that the patient had the locking ac power cord for the mpu. The reason for the loss of mpu output was unable to be determined from the log file. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that no external power alarms have been observed. The patient reported not hearing the alarms, however hospital clinician preformed a self-test and everything was alarming appropriately. It was reported that there have been compliance issues in the past with the patient unhooking and not going on batteries to go to the bathroom. No additional information was provided.